Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced occlusion troubleshooting indicated issue with the infusion set site within 3 hours of insertion at abdomen, which cause the patient's blood glucose levels was elevated to 718 mg/dl. The patient changed supplies as necessary and resumed insulin therapy. No further information available.